Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The root cause of this event cannot be conclusively determined with the available information. However, the calcification in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with the patient¿s other underlying risk factors which included sepsis from staphylococcus hominis and streptococcus bovis due to sigmoid diverticular disease and pulmonic disease (clinically resolved) after six months post initial avr, diabetes mellitus type ii, and obesity. The subject device has not been returned for evaluation. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 21 mm pericardial aortic valve was explanted from this patient after an implant duration of four (4) years and five (5) months due to calcific degeneration leading to severe stenosis and increased gradient (max/mean 70-50 mmhg). The explanted valve was replaced with a 19 mm edwards pericardial aortic valve. Per the medical notes received, there was calcification on two of the three leaflets and thickening of the third one. As per the surgeon, there was no evidence of endocarditis nor vegetations on the pre-existing valve. The patient was noted as to be hospitalized in stable condition after the procedure. Indication for initial replacement was calcification of the native valve.

Manufacturer narrative:
Evaluation summary: customer report of calcification and stenosis was confirmed. X-ray demonstrated heavy calcification on leaflet 1, minimal calcification on leaflet 2, and moderate calcification on leaflet 3. The wireform was observed to be intact and commissure 3 was bent. Moderate to heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 3 at the inflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. The reported "thickened leaflet" was probably due to the calcification and host tissue overgrowth. Calcification and host tissue restricted leaflet mobility which led to stenosis, which likely led to the reported high gradient. The sewing ring was cut around the valve circumference, and exposed the wireform at the inflow aspect. The wireform was also exposed on commissure 3. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.